Event description:
The patient had a fasting lab blood glucose comparison done and lab reading was 365 mg/dl and the suspect device read blood glucose of 169 mg/dl. The doctor changed insulin from humulin n to 70/30.